Event description:
When using 3.5 x 120 amphiprion balloon (several times) and trying to retrack it into the sheath the balloon catheter would not release the contrast. The physician tried two methods to remove the contrast from the balloon. This was not successful. However, this may have been due to the balloon which was stuck in a very tight aorta and a very tight angle within the sheath. The balloon was very hard to pull back on. The balloon ruptured and the material was separated from the balloon catheter. The balloon material was captured inside the sheath. Sheath was then removed and a fluoro was taken and no material noted in body. No patient injury or complications were reported.